Event description:
An olympus product manager reported the physician discovered mucosal tissue between the elevator of the endoscope and wall of the distal cover. There were no reports of patient injury associated with this event. Additional information has been requested from the customer. Patient identifier (B)(6): maj-2315, lot unknown. Patient identifier (B)(6): tjf-q190v, serial unknown.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. Furthermore, it has been found from the examination by CAPA no. Omsc-hq-153-19 that the mucous membrane is maintained in the sucked state for several seconds even after the suction operation is stopped, and the suction operation is not performed during the removal. Even if the tip cover is not cracked, mucosal damage can occur if the scope is removed immediately after the suction operation is stopped. In addition, the root causes have been identified as follows: starting the inspection without confirming that the tip cover is properly attached during the pre-use inspection (start the inspection with the tip cover cracked). Removing the endoscope with the tip adsorbed on the mucous membrane by suction operation. Olympus will continue to monitor field performance for this device.